Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the solenoid driver board, which corrected the issue. The unit now passes the solenoid driver board test, also passed all tests and calibrations to manufacturer standard and is released for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by the customer that the cs300 intra-aortic balloon pump (iabp) had a solenoid driver board issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the solenoid driver board, which corrected the issue. The unit now passes the solenoid driver board test, also passed all tests and calibrations to manufacturer standard and is released for clinical use. The following investigation was performed by technician of the maquet national repair center (nrc). The national repair center installed the pcb, solenoid driver part number 0670-00-0639 serial number (B)(6) into the cs 300 test fixture and tested the board to factory specifications per the cs300 service manual. The nrc verified the failure of the unit failing the solenoid driver test. The voltages did not meet factory specifications. The board failed testing. This part will be retained and process it for scrap as per procedure.